Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Lot identification is necessary for review of device history records, lot identification was not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Multiple mdrs are associated with this event; please see associated reports: 0001825034-2021-02383.

Event description:
It was reported that a patient underwent a revision procedure less than 1 month postimplantation due to a shoulder dislocation. Glenosphere, poly, and tray were removed, and a custom vrs was implanted. Attempts have been made and additional information on the reported event is unavailable at this time.